Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 2.5mg/ml at 1.2981mg/day and clonidine 45mcg/ml at 23.366mcg/day via an implantable pump. The indications for use were spinal cord injury/spinal cord disease and other chronic/intract pain (trunk/limbs). It was reported the healthcare provider was not able to aspirate the catheter during the pump replacement case. The pump was being replaced due to nearing eri (elective replacement indicator). The healthcare provider was not able to draw back effectively on the catheter. The healthcare provider pushed saline through the catheter to clear the catheter. The reporter informed the healthcare provider of possible dose due to pushing of saline through the catheter. No additional interventions were planned. The healthcare provider was not going to perform a system prime due to the bolus potentially received by the patient. It was reviewed that the patient would go without drug for close to 1 day. There were no patient symptoms reported and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's weight and serial number of the physician programmer were both unknown. Additionally, the cause of the inability to aspirate the catheter and catheter access port remained unknown. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep had experienced the hcp being unable to aspirate via the cap (catheter access port) which occurred 2-3 months before this report date. It was reported that they connected up the catheter without replacing it. It was reported that no outcome was known but the hcp thought something was wrong with the catheter but was only replacing the pump at that time stating they could go back in at a later date to further troubleshoot the catheter issue. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
(B)(4) product ID 8709 lot# serial# (b)(40 implanted: (B)(6)2010 explanted: product type catheter product ID 8870 lot# serial# unknown implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the case was completed and the patient was fine. No further patient complications were reported or anticipated.